Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any of the ethicon products involved caused and/or contributed to the post-operative complications described in the article? Which specific ethicon products have been used during the procedures (product code, lot number)? Does the surgeon believe there was any deficiency with any of the ethicon products used in this procedure? If so, please provide details. Were the cases discussed in this article previously reported to ethicon? If yes, please provide a complaint reference number. Patient demographics? This report is related to a journal article; therefore, no product will be returned for analysis and the batch history records cannot be reviewed as the lot number has not been provided. H6 component code: g07002 ¿ device not returned. The single complaint was reported with multiple events. There are no additional details regarding the additional events. D4: UDI: as the catalog/model number was not provided, the (01) gtin is not available. Citation: plastic and reconstructive surgery advance online article. Https://doi.org/10.1097/prs.0000000000010997.

Event description:
Title: improvement of one-stage comprehensive operation technique for blepharophimosis-ptosis-epicanthus inversus syndrome. This retrospective case series aimed to evaluate the clinical effect of a modified one-stage comprehensive surgical method for blepharophimosis-ptosis-epicanthus inversus syndrome (bpes). Between january 2017 and june 2022, a total of 25 patients (13 male and 12 females; mean age of 8.3 ± 6.8 years old) with bpes underwent a modified reverse z-plastic surgery method to change the epicanthus into two unequal v-shaped flaps and suture them alternately. Surgery was performed using 6-0 polypropylene sutures (prolene®; ethicon, somerville, n.j., USA, inc.). The postoperative follow-up time was 12.7 ± 3.5 months. Reported complications include conjunctival prolapse due to conjunctival edema (n=1) which resolved with cortisol-based eye drops. In conclusion, the corrective effect on patients with bpes was noticeable, improving the iicd/hlfl and iicd/ipd ratios. Postoperative scars were not evident, and patient satisfaction was high.